Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that the patient interface was lost suction during lasik surgery in right eye of the patient. There are multiple related reports for this facility. This report addresses the unknown patient right eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The treatment of the patient´s left eye was aborted by device during bed cut. The laser showed the info message: ¿vacuum exceeds limits - treatment is aborted. Repeat vacuum check.'' Once. The vacuum pumps were shut off. The surgeon repeated the vacuum check and proceeded with the treatment day. Review of the logfiles for the treatment day shows no relevant warning or error messages. The root cause could not be identified during logfile review. The system was working within specification. No failure analysis is required even if the reported product is returned, as the reported issue is not related to the used patient interface. The reported product was not received at the investigation site for evaluation. The root cause of the reported issue could not be determined conclusively. After repeating the vacuum check, the issue was fixed. Most probably it was a one-time event. The manufacturer internal reference number is: (B)(4).